Event description:
It was reported that the patient had a revision surgery due to the plate breaking after the patient was closed from the original surgery.

Manufacturer narrative:
After evaluation, it was confirmed that the plate is broken at one of the holes closest to the gap during a midline sternotomy. After visually inspecting the contours applied to the plate, it was determined the plate was modified with several contours prior to attempted implantation. In addition, there is evidence the sides of the sternum were not made parallel before attempting to fixate. The IFU instructs to check for conformity to the sternal surface. Thread locking is visible around the outer hole at the opposite end of the plate from the breakage. This indicates there was a screw fixating the plate to the sternum on one side. With one side of the plate fixated to the bone, excessive torque would have had to be applied to secure the opposite end of the plate, causing external forces on an already bent plate. The initial screw that was placed in the plate, upon return remained locked into the plate, indicating that during the insertion of additional screws, torque caused a haloing effect of the initial screw. After the plate broke, the screw would have been easily pulled from the bone due to the rocking of the screw against the bone wall. The IFU states bending of titanium increases the risk of fracture. Based on the information given and after visual inspection of the received product, it has been determined the most likely cause for the broken plate is excessive torque applied to the opposite end of an already bent plate, directional forces and torque then caused the plate to snap. There are no indications of any manufacturing defects. The warnings in the package insert state this type of event can occur. The lot history of the implanted unit is unknown, therefore the device history records are unable to be reviewed. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.